Event description:
Customer reported that his blood glucose was 74 mg/dl. Customer stated that his insulin pump buttons were not working correctly, it was alarming button error and he was unable to clear the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).